Manufacturer narrative:
Investigation summary: one photo and one loose 10ml syringe depicted in the photo was received in a biohazard bag. The sample was visually evaluated. The syringe was found to have been manipulated as evidenced by the presence of clear liquid droplets in the fluid path and between stopper first and second stopper ribs. The stopper ribs were observed to be deformed in two locations near the barrel wall. The two deformation had the appearance of indentations at the edges of the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. According to verbatim ¿the piston was then removed from the syringe and replaced, which replaced the piston.¿ it is not clear which part was replaced and whether replacement of components had contributed to the stopper deformation observed in the sample. Since the sample had clearly been manipulated, and its components replaced, it is not possible to determine a potential root cause for the observed defect ¿ whether it was a result of defective material, manufacturing process, component manipulation or something else.

Event description:
It was reported that the plunger of the bd syringe luer-lok¿ tip was found damaged during drug preparation, and the piston was removed from the syringe and replaced. The following information was provided by the initial reporter, translated from french to english: "the plunger of the syringe has distorted at the time of drug preparation. Unfortunately, the piston was then removed from the syringe and replaced, which replaced the piston."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd syringe luer-lok¿ tip was found damaged during drug preparation, and the piston was removed from the syringe and replaced. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger of the syringe has distorted at the time of drug preparation. Unfortunately, the piston was then removed from the syringe and replaced, which replaced the piston."